Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge o-ring was missing. During troubleshooting, it was confirmed that the o-ring was not located on the pneumatic tap there was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.